Event description:
It was reported that a malfunction code, malf 23, was displayed on the customer's pump. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. The customer was advised by cts to store the problematic pump according to provided instructions and return it to tandem within ten days using the supplied return box and pre-paid label. A replacement pump with updated software was sent to the customer, and no backup insulin therapy was currently available, prompting the customer to reach out to their healthcare provider.